Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) called technical support to replace a patient's cycler due to drain complications. During follow-up with the pdrn indicated the patient overfilled and experienced shortness of breath and puffiness on (B)(6) 2016. The patient underwent hemodialysis on (B)(6) 2016. The patient is a high transporter and is on hemodialysis backup due to negative ultrafiltration. It was also noted the issue with the fluid overload was not due to the cycler. The pdrn reported the prescription was changed from delflex to delflex with isodextran, but the patient did not use the correct solution for his dialysis. Because of the error the patient retained too much fluid.